Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, the patient was revised due to instability. Upon incision the surgeon noticed soft tissue deterioration. He popped off the head and there was notable black material inside the femoral head also on the trunnion. Left hip.